Manufacturer narrative:
Batch review performed on 01 february 2022: lot 1902487: (B)(4) items manufactured and released on 03-june-2019. Expiration date: 2024-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting anterior knee pain and the cause is unknown. The surgeon resurfaced the patient's natural patella and revised the poly. The surgery was completed successfully. Implanted components: 02.12.e0610fl gmk-sphere tibial insert e-cross - flex 6l -10mm 2012410. 02.07.0034rp patella resurfacing s2 2111891.

Manufacturer narrative:
Batch review performed on 01 february 2022: lot 1902487: (B)(4) items manufactured and released on 03-june-2019. Expiration date: 2024-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting anterior knee pain and the cause is unknown. The surgeon resurfaced the patient's natural patella and revised the poly. The surgery was completed successfully. Implanted components: 02.12.e0610fl gmk-sphere tibial insert e-cross - flex 6l -10mm 2012410. 02.07.0034rp patella resurfacing s2 2111891.